Manufacturer narrative:
Corrected data: manufacturing date. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot and sterile lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that a patient's right hip was revised due to infection. Surgeon removed trident s liner and 36+0 femoral head, washed out the surgical site, and successfully implanted new components.

Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 54mm; cat# 540-11-54f; lot# 58775701. Size 5 accolade ii 132 deg; cat# 6720-0535; lot# 57741502. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 59131301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patient's right hip was revised due to infection. Surgeon removed trident s liner and 36+0 femoral head, washed out the surgical site, and successfully implanted new components.